Manufacturer narrative:
As reported, the patient was implanted in the target lesion without any issue. The patient was a (B)(6) female. The patient¿s weight was (B)(6). The original target lesion was the middle portion of the right femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Approximately 3 years after the index procedure, the patient had pain. A month later the patient underwent a radiography which confirmed that the lesion had residual stenosis. Therefore the patient underwent a percutaneous transluminal angioplasty (pta) and an unknown stent was implanted in the entry of the superficial femoral artery. The patient recovered. The event was determined to have no relevancy with the product or the index procedure. The device was not returned for evaluation as it remains implanted. A review of the manufacturing documentation associated with lot 15844403 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis or procedural films, the reported event could not be confirmed and the exact cause could not be determined. However, given the limited information available for review, patient, lesion and/or pharmacological factors may have contributed to the reported event. Restenosis and occlusion are known potential adverse events associated with implanting stents. Restenosis is often associated with the progression of artery disease. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. There is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, the patient was implanted with a smart stent in the target lesion without any issue. The patient was a (B)(6) female. The patient¿s weight was (B)(6). The original target lesion was the middle portion of the right femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Approximately 3 years after the index procedure, the patient had pain. A month later the patient underwent a radiography which confirmed that the lesion had residual stenosis. Therefore the patient underwent a percutaneous transluminal angioplasty (pta) and an unknown stent was implanted in the entry of the superficial femoral artery. The patient recovered.